Manufacturer narrative:
(B)(4). Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. The patient should be told that the presence of lumps, persistent pain, swelling, hardening, or change in the implant shape may be signs of symptomatic rupture of the implant. If the patient has any of these signs, she should be told to report them and possibly have an MRI evaluation to screen for rupture. Literature reports have also been made associating silicone breast implants with various rheumatological signs and symptoms such as fatigue, exhaustion, joint pain and swelling, muscle pain and cramping, tingling, numbness, weakness, and skin rashes.

Event description:
Patient reported, "I was diagnosed with a rare form of anaplastic large cell lymphoma cancer. My doctor has stated this a direct result of my implants." Patient reported "I have a large tumour measuring 5cm on my breasts. I have started a course of chemotherapy to reduce this asap. The swelling is uncomfortable and sore. It makes me breathless." Side was not specified. This file is for the left side. See MFR # 9617229-2015-00398 for the right side.